Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: insulation compromised the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper cleaning or sterilization method or normal wear. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.